Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) failed a pulse test. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation multiple components on the monitor defibrillator were shorted, causing the pulse test failure. The cause for that damage was isolated to defective u15 and u17 mosfet drivers on the defibrillator board. The root cause for the defective u15 and u17 components could not be positively identified. No adverse event resulted from the defective components. The last patient to use this monitor did not report any deficiencies.